Event description:
Negative advia centaur troponin ultra results were obtained on seven patient samples after the qc material failed specification. One patient sample result was reported to the ER. Upon repeat, the troponin results were higher than the initial values. Corrected results were reported. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
The cause for the discordant troponin ultra result was due to operator error. Investigations found that the operator ran the incorrect qc material, which failed specifications. The operator re-calibrated the instrument and the qc failed specification again. Patient samples were run even though the qc failed specification. A different operator re-calibrated the instrument again, the correct qc material was run and passed specification. The patient samples were retested and corrected reports were issued. The instrument is performing within specification. No further evaluation of the device is required.